Manufacturer narrative:
Concomitant products: product ID: 8731, product type: catheter. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
The representative later reported that the cause of the motor stall was not determined. The patient was in the home environment and was not exposed to a magnetic resonance imaging (MRI) scan. The patient did not have any symptoms related to the motor stall and was now receiving effective therapy with the new pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving morphine 10 milligrams per milliliter (mg/ml) at a dose of 7.99 mg/day. The lot number, medical history, and other medications were unobtainable. The indication for use was not provided. On (B)(6) 2015 during normal use, the pump had a critical alarm for a motor stop. Troubleshooting included the physician programmer log data. No intervention was initially taken and the issue was not resolved at the time of the report. However, an explant was planned for (B)(6) 2015. At the time of the report the patient's status was reported as alive-no injury. No information was provided regarding if the patient experienced any symptoms. The pump was then explanted and returned for analysis. Additional information has been requested to clarify patient symptoms, patient outcome, and details and cause for the stall but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.